Event description:
Nk local staff performed preventive maintenance work on (B)(6). At that time, we confirmed that the ventilation volume was lower than the setting. After that, we took back the c3 and checked the operation again, and confirmed that the "autozero airway test" and other tests were ng. We replaced the pressure sensor assembly, and the operation became normal.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications, which occurred during preventive maintenance by the service provider. The root cause of the issue was a defective pressure sensor assembly. There was no patient or user harm.